Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The system was performing as intended. The navigation system passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a spinal fusion procedure. It was reported that there was an inaccurate navigation while using the spine software. Troubleshooting involved checking navigation accuracy on the demo lumbar. There was no discrepancy recognizable when using the frame and pointer. The navlock instrumentation was completely checked and no deviations were detectable. The imaging scan performed on the left and right sides with the demo lumbar. Navigation accuracy was given. The user-written error had neither occurred nor could be reconstructed. There was no reported impact to the patient and no delay reported due to the reported issue.